Event description:
The customer reported that the system would not produce an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the x-ray tube needed to be replaced. The customer elected to have the tube replaced by a 3rd party. No conclusion can be drawn as repair info is unavailable.